Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the medfusion pump primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
Correction: h4 must be populated with device manufacture date: 22-may-2019.

Manufacturer narrative:
Device evaluation: manufacturing device history record review was not performed because the device is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found non-OEM tamper seals were found on pump and cracked on the right plunger case. Functional testing was unable to duplicate the error in the occlusion test and audio test. No physical or any other damaged was found on speaker or interconnect board. No problem found. The cause of the reported problem could not be determined. Replaced speaker for preventive and performed repairs. This issue is being monitored under an internal CAPA and trend analysis for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken, corrected data: d4: correction: model number: 4000.